Event description:
Device (stent) self deployed in left iliac during up and over maneuvering from left femoral access, came off the balloon. It was planned for the right common iliac. Patient had to be admitted overnight for placement of another stent.